Event description:
The surgeon was attempting to implant the user above the temporal line. Pre-operative images and measurements indicated there was sufficient bone for the implantation. The resident started the drilling and then the surgeon took over to drill around the dura when a slight tear with csf leakage was noted.